Manufacturer narrative:
On 8/14/2019, the mentor failure analysis lab received the device for evaluation. On 8/22/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample an area of siltex cracking was observed in the posterior view. Within the siltex cracking, a rupture was noted measuring approximately 1.5 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 22, 2023 indicated that the patient age at the time of event was 63 years old. Patient underwent bilateral replacements s follow: l) cat#:smpc-465 sn#:(B)(6) r) cat#:smpx-465 sn#:(B)(6). The rupture was symptomatic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on march 23 , 2023: during evaluation of the sample an area of siltex cracking was observed in the posterior view. Within the siltex cracking, a rupture was noted measuring approximately 1.5 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Concomitant products: right unknown silicone implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an unknown breast surgery with unknown silicone breast implants which the left side ruptured after implantation. The issue confirmed during explantation on (B)(6) 2019.